Event description:
Litigation papers states, the patient suffered constant pain, possible nickel and cobalt poisoning. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update received 3/21/17. The sales rep has reported the revision surgery. The patient was revised to address pain, pseudotumor and elevated ion levels.

Event description:
Asr litigation record and amended complaint received. In addition to what was previously reported, plaintiff also alleges excessive levels of chromium and cobalt in blood, emotional distress and injuries as a result of implantation and explantation of implants.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient had difficulty in ambulating.